Manufacturer narrative:
An investigation has been initiated. The device was forwarded to the contract manufacturer for evaluation and root cause determination. When the investigation is complete a supplemental report will be submitted.

Event description:
Line found to be split during dialysis session after approximately one hour.

Manufacturer narrative:
Based on process review, sample analysis and inventory verification, no evidence was found for conditions which could potentially cause the reported failure mode. Documents used to manufacture this product specify the correct way to mold and inspect the product; the work orders in question have records proving that the required parameters were verified during manufacturing. Root cause cannot be associated to the manufacturing process. We are unable to determine the cause or factors that may have contributed to this event.